Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that there was an attempted insertion at bedside by cv sx and a 'check catheter' was generated twice. No pressures indicated. Called ccl team in to place new catheter in ccl under fluoro successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that there was an attempted insertion at bedside by cv sx and a 'check catheter' was generated twice. No pressures indicated. Called ccl team in to place new catheter in ccl under fluoro successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken at this location. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that there was an attempted insertion at bedside by cv sx and a 'check catheter' was generated twice. No pressures indicated. Called ccl team in to place new catheter in ccl under fluoro successfully completed. There was no reported injury to the patient.